Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - ni. Initial reporter - ni. (B)(4). Surgeon didn't approve for return.

Event description:
Surgeons have reported issues resulting from the cutting block being too large for smaller patients. Issues reported include the pin is unable to reach patient's bone through the medial pin hole and the pin blocks the sawblade when the upper lateral pin hole is used.